Manufacturer narrative:
The device associated with this report was not returned is presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Clinical report states that a perforation of the medial aspect of the femoral cortex occurred while preparing the femoral canal during a primary tha. Fluoroscopy was used to verify alignment for canal preparation and the patient was treated with protected weightbearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.